Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the plunger separated from the stopper was observed, along with short molding on the plunger head. The stopper position was observed to be displaced from the original position, likely due to the plunger and stopper not being properly assembled and occurred during withdrawal. A device history record review found no non-conformances associated with this issue during production of this batch. The plunger separation from the stopper is likely due to short molding on the plunger head. Short molding on the plunger head could have occurred during machine start-up. The initial shots with short molding defects after machine start-up where not purged and removed before being conveyed to the subsequent process. The production technicians have been retrained to purge out at least seven shots during machine start up. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb stopper disconnected from the plunger rod. The following information was provided by the initial reporter: the stopper disconnected from the plunger rod.

Manufacturer narrative:
PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb stopper disconnected from the plunger rod. The following information was provided by the initial reporter: the stopper disconnected from the plunger rod.